Event description:
Patient reported he knew the atrial lead hadn't worked since implant. No atrial capture or sensing was also reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.